Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Red luer lock detached from the wire. The client used this prosthesis in the context of biliary stenosis, after sphincterotomizing the papilla with a pre-assembled dash of a metro guide and then injecting contrast, the choice of fitting a covered biliary prosthesis was decided. The duodenoscope was in a normal position without too much twisting or curvature. The prosthesis was unpacked without any problems and presented no visual defects. The prosthesis was introduced into the working channel of the endoscope on the guide wire without difficulty. The prosthesis in place was ready to be deployed. Once the safety device was removed and the directional button checked, the deployment of the prosthesis was carried out without difficulty except that the red luer lock connector separated from the wire after trying to remove it. Luckily a small piece of wire was accessible and with the help of small pliers the users managed to completely free the prosthesis. The exam could be finalized without problems. The prosthesis has been invoiced and renewed "as per cc form": red luer lock disconnected from the wire. The client used this prosthesis for biliary stenosis. After sphincterotomising the papilla with a dash pre-mounted with a metro guide and injecting contrast, the decision was made to fit a covered biliary prosthesis. The duodenoscope was in a normal position without too much crutching or bending. The prosthesis was unwrapped without any problems and presented no visual defects. The prosthesis was introduced into the operating channel of the endoscope on the guide wire without difficulty. The prosthesis was ready to be deployed. Once the safety device had been removed and the directional button checked, the stent was deployed without difficulty, except for the fact that the red luer lock connector became detached from the wire when we tried to remove it. Luckily, a small piece of wire was accessible and, using a small pair of pliers, the users were able to free the prosthesis completely. The examination could be completed without any problems. The prosthesis was invoiced and renewed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. What endoscope type and channel size was used? 4.2mm. What was the position of the elevator? Open. Details of the wire guide used (diameter, type, make)? Metro 0.35. Was the zip port facing upwards and slightly curved when backloading the wire guide? No. Did any part of the stent contact the patient's anatomy when the complaint occurred? Yes. Please advise the anatomical location of the intended target site. Biliary duct how long was the stent in the patient by the time this complaint occurred? Full for devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, no (if yes, please specify what was observed and where on the device it was observed.) Was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? No. Was the directional button pressed during use? No. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? Yes. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? No.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2136600 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 25 february 2025. On evaluation of the device, the following was observed: visual inspection: ¿ stent was not returned. ¿ safety wire returned separately to device. ¿ red luer lock detached from the wire. ¿ red marker past the point of no return. ¿ introducer at full deployment on return. ¿ severe kink observed approx. 111cm from the tip of the introducer. Functional inspection: ¿ handle actuating fine for deployment and recapture, however unable to recapture the introducer. The reported failure was not observed as clinical setting could not be replicated. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use image review: an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to device handling and/or difficult patient anatomy. It is possible that the introducer kinked when loading the device onto the wire guide, when advancing through the duodenoscope or when advancing to the target location due to a tortuous path. A severe kink was observed on the introducer during the lab evaluation. As a result of the kink, removal of the safety wire would have required extra force, this is likely to have caused the red luer to detach from the wire, as a result of this the customer needed to remove the safety wire with pliers in order to release the stent. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, during the deployment of the evo-fc-10-11-6-b stent, the red luer of the safety wire detached from the wire. The safety wire was removed using a pliers and the procedure was completed successfully. The patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to completion of the investigation on 19 may 2025.